Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pend medications. A technical support specialist (tss) accessed the system remotely and identified that a manual recovery was required. The tss updated the synchronization between the server and the station to resolve the issue, verified that the problem was resolved, and marked the case as complete as per confirmation. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server unable to pend medications. The customer tried to restart the machine, but issue was not resolved. However, there were no delay and adverse events or injuries reported based on this event.